Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection revealed the motor capacitor was not completely plugged in. The motor capacitor was plugged in to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.